Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer feeling stimulation. The st. Jude representative attempted to communicate with the pt's ipg using two additional charging systems and pt programmers to no avail. There is no further information regarding the next course of action available at this time.